Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient presented with chest pain and it was noted there was high thresholds on the right ventricular (rv) lead. It was also reported there was intermittent far field r-wave (ffrw) oversensing during arrhythmia episodes on the right atrial (ra) lead. The leads remain in use. No further patient complications have been reported as a result of this event.